Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user is now using coloplast with brava strips and wafer holding. A return sample for evaluation is not available for review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No add'l patient/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. (B)(4)

Event description:
The spouse of the end user reports a skin irritation from the tape removal and that the wafer did not stay well on the skin.